Manufacturer narrative:
The date of the event is currently unknown. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 5f mynx control vascular closure device's (vcd) sheath covering the hemostasis plug was torn before being introduced into a brite tip sheath. Hemostasis was achieved through manual compression for 20 minutes. This exposed the plug of the device. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer is mynx certified. Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm, and there was little or no vessel tortuosity. There was also little or no presence of pvd or calcium in the vicinity of the puncture site. The device was stored and prepped according to the IFU. No damage was noted, either in the tray/packaging, during removal from the tray, during prep, or during insertion into the sheath. The device was removed from the packaging gently, and no excess force was applied during insertion. The vcd is available for evaluation.

Manufacturer narrative:
As reported, the tip of a 5f mynx control vascular closure device's (vcd) sheath covering the hemostasis plug was torn before being introduced into a brite tip sheath. Hemostasis was achieved through manual compression for 20 minutes. This exposed the plug of the device. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer is mynx certified. Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm, and there was little or no vessel tortuosity. There was also little or no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device was stored and prepped according to the instructions for use (IFU). No damage was noted, either in the tray/packaging, during removal from the tray, during prep, or during insertion into the sheath. The device was removed from the packaging gently, and no excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found closed, with no syringe returned for this evaluation. The sealant was partially present in its manufactured position, completely exposed. Regarding the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not show any damage or abnormal condition. No additional anomalies were observed during this analysis. The dimensional analysis to verify the slit length could not be executed due to the frayed/split/torn condition observed to the sealant sleeves. However, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. The functional test to evaluate the insertion/withdrawal of a csi could not be performed due to the frayed/split/torn condition present to the sealant sleeves, which impeded insertion into the cordis lab sample 5f csi. A simulated deployment test to ensure functionality evaluation was performed. The unit worked as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. Per microscopic analysis, a high magnification evaluation was executed to evaluate the sealant sleeves. During this analysis, the presence of a frayed/split/torn condition was observed with the received unit, resulting in complete sealant exposure. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were observed through analysis of the returned device since the sealant sleeves were frayed/split/torn and the sealant was exposed from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that the device was removed from the packaging gently and no excess force was applied during insertion into the sheath) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.